Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, quality control, specifications, and a dimensional verification and visual inspect of the returned device were conducted during the investigation. An examination of the product was conducted. The dilator was detached from its proximal fittings with the flare visible. The cap and adapter of the dilator proximal fittings were still attached to each other. It was observed that the dilator flare appeared inadequate and under-formed. Using calipers, the dilator flare od was measured to be 0.298". Using calipers, the gap between the top of the cap and the shoulder of the adapter above the threads was measured to be 0.029". There was no observed damage to the dilator tubing, cap, or adapter. The cap and adapter could not be manually disassembled from each other. Using pliers, the glued cap and adapter were separated. Upon separation, a piece of tubing fell out of the cap. The dilator tubing was then advanced into the tubing until it was at the base of the flare. The dilator tubing with tubing was then advance into the cap. Then, manually, the dilator was pulled through the cap without significant effort. There is no evidence to confirm the product was not manufactured to current specifications. Detection activities have been conducted, the reason for this failure cannot be determined. It is possible that large forces exceeding the dilator design requirements were experienced during the medical procedure. We will notify the appropriate internal personnel and continue to monitor for similar complaints.

Event description:
During a fenestrated aaa repair on an (B)(6) year old male patient with tortuous anatomy, the sheath had been placed in the right femoral artery. Upon attempting to remove the dilator from the sheath the hub detached from the dilator. The physician was able to easily remove the dilator with hemostats. The procedure was completed successfully. A section of the device did not remain inside the patient's body. The patient did not require and additional procedures nor experience any adverse effects due to this occurrence.

Event description:
During a fenestrated aaa repair on an (B)(6) year old male pt with tortuous anatomy, the sheath had been placed in the right femoral artery. Upon attempting to remove the dilator from the sheath the hub detached from the dilator. The physician was able to easily remove the dilator with hemostats. The procedure was completed successfully. A section of the device did not remain inside the pt's body. The pt did not require and additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4).

Event description:
During a fenestrated aaa repair on an (B)(6) year old male patient with tortuous anatomy, the sheath had been placed in the right femoral artery. Upon attempting to remove the dilator from the sheath the hub detached from the dilator. The physician was able to easily remove the dilator with hemostats. The procedure was completed successfully. A section of the device did not remain inside the patient&#38112;body. The patient did not require and additional procedures nor experience any adverse effects due to this occurrence.